Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reau0642 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while securing the dressing, the patient complained of difficulty breathing and some back pain. Symptoms also included red flushed face and decreased o2 saturation to 79% on room air. Oxygen was applied. The PICC remains in the patient. Benadryl was given and was effective.